Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their leadless implantable pulse generator (ipg) was turned off as it had malfunctioned and had "backfired" on them twice. The leadless ipg remains in the patient. No patient complications have been reported as a result of this event.